Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass revision, the doctor experienced that needles kept popping off while sewing from two different packs. This occurred 3 times during the case. A new device was used each time until the case was complete. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection of the product noted two sutures and zero needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.